Event description:
The customer was hospitaled for high blood pressure. Customer also was spilling ketones. Later, the customer called back to report low blood glucose. Troubleshooting was performed and found that the customer over bolused.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.